Manufacturer narrative:
Serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server metha 50uc was stocked in two full-height cubies in medstation m1_ede. Both cubies stocked out, but no message was sent to the cii safe to trigger a refill. The medication remained stocked out for more than five days. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes upon investigation of the actual device used in this incident, it was determined that the pyxis medstation stock-out did not trigger a refill message to the cii safe, causing an inventory mismatch. A technical support specialist (tss) accessed the device and logged in using pyxis support access, then created a backup of the database. The tss reviewed the database records for the affected location and medication using the database interface, identified an incorrect inventory entry, and removed it. The system was restarted to apply the changes, the findings were communicated to the customer through email, and the case was closed. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server metha50uc was stocked in two full-height cubies in medstation m1_ede. Both cubies stocked out, but no message was sent to the cii safe to trigger a refill. The medication remained stocked out for more than five days. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.